Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour next link 2.4 meter and in-house contour next test strips from lot #2dpef02b using blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in section as the customer's weight was not provided.

Event description:
The customer reported that she obtained blood glucose readings of 89 mg/dl at 7:11 p.m., 53 mg/dl at 7:14 p.m. And 330 mg/dl at 7:16 p.m. With the contour next link 2.4 meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.